Event description:
A malfunction on the pump was reported by the caller, displaying a "malf 12" error code. There was no adverse impact to the customer's blood glucose level. The customer's pump, which was under warranty, had experienced the same malfunction multiple times. Technical support decided to replace the pump, and arrangements were made for the customer to receive a replacement with updated software. The customer was informed about the steps to store the current pump and return it to tandem. They confirmed understanding the instructions and acknowledged the shipping details, not requesting a signature upon delivery. The customer planned to use multiple daily injections (mdi) as a backup therapy to ensure continuous insulin delivery.